Manufacturer narrative:
The suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.

Event description:
The user reported that during a percutaneous coronary intervention procedure, the thumbwheel on the hemostasis valve included in the kit could not be tightened and that blood leaked from the device. No harm or injury was reported.